Event description:
A customer reported via phone call indicating that their insulin pump has dark spots on the screen. The patient's blood glucose level was unknown at the time of the call. The customer stated that they carried their insulin pump in their pocket and it may have been bumped against something to cause the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.